Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and completion of investigation. Please see updates to b3 customer provided the following result of the culture test, performed at the third-party labs: sampling from: suction channel. Cfu: 2cfu. Bacterial identification: stenotrophomonas maltophilia. Sampling from: air-water channel. Cfu: 4cfu. Bacterial identification: staphylococcus hominis. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. A follow up with the customer is currently being performed. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope and the distal end were cultured and no microbiological growth was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that grip had a scratch, switch box had a scratch, air/water cylinder had foreign objects, scope connector case unit was dirty due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in scope connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, air/water tube had foreign objects, objective lens had a chip, light guide lens had a crack, distal end was shaved, adhesive around objective lens had wear, and the inside of light guide lens had stain. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.